Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 628ml, indicating the home patient (hp) drained 628ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be a false empty detected at initial drain and the initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.